Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-04-21. H6: investigation summary: customer returned (2) 1/2cc, 8mm, 30g syringes in an open poly bag from lot # 9336958. Customer states that when she removed the protective cap from two syringes both were without a needle, they got stuck in the orange protective cap making it impossible to use. Both returned syringes were examined and both exhibited the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch# 9336958. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure. CAPA pr1630423 has been opened to address this issue. H3 other text : see h10.

Event description:
It was reported that 2 bd ultra-fine¿ ii insulin syringes experienced hub separation from the device. The following information was provided by the initial reporter: caregiver contacted us to report a quality deviation in two bd ultra-fine 8mm syringes with capacity 50, mentioned that she uses growth hormone (somatropin) in her two twin children with the bd syringes and for the first time when she removed the protective cap from two syringes both were without a needle, they got stuck in the orange protective cap making it impossible to use.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). Initial reporter fax #: (B)(6). Dob: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd ultra-fine" ii insulin syringes experienced hub separation from the device. The following information was provided by the initial reporter: caregiver contacted us to report a quality deviation in two bd ultra-fine 8mm syringes with capacity 50, mentioned that she uses growth hormone (somatropin) in her two twin children with the bd syringes and for the first time when she removed the protective cap from two syringes both were without a needle, they got stuck in the orange protective cap making it impossible to use.